Event description:
It was reported that the 2800 system displayed a generator error code 1283 on collimator display. It was also noted that the system would not fluoro. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced main fuses in generator, the emc3 phase filter pcb, 3 phase v2b jedi and the hi voltage tank/inverter. The system was tested and found to be working as intended and placed back into svc.